Event description:
On (B)(6) 2023 a patient in spain underwent a procedure for the placement of percutaneous endoscopic gastrostomy-jejunal (peg-j) tubes. On (B)(6) 2025 it was reported that on (B)(6) 2025, after an examination with the neurologist, the patient developed abdominal pain. The tube retracted inwards which caused the pump to alarm high pressure. The patient went to the emergency room and had an endoscopy and CT scan. Patient currently does not have the pump connected and is on oral rescue prescription. On (B)(6) 2025 it was reported that during the endoscopy, they were unable to see the tip of the internal probe or foot so they thought it to be a bezoar. The tube was cut off so that it could be expelled. Once expelled, a new internal probe will be placed.

Manufacturer narrative:
Reference number (B)(6). Catalog number in d4 is the international list number which is similar to us list number of 062918. The device involved in the event was not returned; therefore, a return sample evaluation is unable to be performed. A bezoar is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.